Manufacturer narrative:
The customer¿s report of a system error 255-16-275 was not definitively confirmed. Review of the pcu event log shows pump module s/n (B)(6) was programmed to infuse norepinephrine 16mg/250ml (drugid 529) at a rate of 28.1ml/hr with a vtbi of 150ml at 12:29 am on (B)(6) 2020. At 12:30 am, the device alarmed for flo stop open and 1 second later the user selected softkey 14 (start) and started the infusion. This sequence initiated the software sequence timing error. At 12:46 am, the user selected softkey 12 (volume/duration). The user then selected softkey 11 and softkey 14 which triggered the software error. The next entry in the log is for a power on event at 12:49 am. The root cause of the reported system error 255-16-275 was identified as due to a software issue. No device was returned for investigation. H3 other text : no devices received, log review only.

Event description:
It was reported that module a went blank and was restored, then the pc unit produced an audible alarm once and the attached 4 modules flashed red and showed system error code 255-16-275. The norepinephrine infusion stopped and the patient sustained mild harm due to hypotension.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that module a went blank and was restored, then the pc unit produced an audible alarm once and the attached 4 modules flashed red and showed system error code 255-16-275. The norepinephrine infusion stopped and the patient sustained mild harm due to hypotension.